Manufacturer narrative:
Investigation summary: an "intentional pump stop" event was confirmed via the submitted controller event log file. Additionally, multiple low flow events were confirmed via the submitted log file; however, a specific cause could not be determined through this evaluation. The log file contained data from 6nov2018 through 9nov2018. On 6nov2018 at 5:54:43 pm, an intentional pump stop event was recorded and had corresponding low flow alarms. This event lasted for 3 seconds before the pump returned to the set speed. Additionally, low flow events were captured throughout the log file when the estimated flow dropped below 2.5 lpm. Multiple of events lasted long enough to trigger a low flow alarm. The log file ended with the driveline being disconnected on 9nov2018. Despite the observed events, the log file showed the lvad operating at the set speed as intended before and after the pump stop event. The account communicated that on an unspecified date, the patient had a ventricular fibrillation arrest in the bathroom and was resuscitated. The patient was then taken for an implantable cardioverter defibrillator (ICD). After that time, the patient expired on 09nov2018 with suspected device thrombosis. Additional information was requested, but not provided. Multiple requests were for product return were sent, but the product has not been received to date. The hm3 lvas IFU lists thromboembolism as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. It also states to use the pump stop button to turn off the pump. To use this feature, press and hold the pump stop button while the pump stop countdown counts down from 10 to 1, then a stopping pump message will be displayed. This IFU further states that the pump stops within the first few seconds of holding down the pump stop button. However, if the button is released before the countdown is complete, the pump resumes at the previously set mode and speed. This IFU also explains that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and notes that changes in patient conditions can result in low flow. The reported event and subsequent investigation do not indicate an issue with the manufacture of the product. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: the patient had a oversown aortic valve. According to the log files the driveline was disconnected. The patient's family withdrew support and the patient expired on (B)(6) 2018. Autopsy reported that the patient had a cerebrovascular accident (cva), but is not clear if vfib arrest caused the cva. No additional reports or information will be provided.

Manufacturer narrative:
Approximate age of device- 18 days. It is unknown if the device will be returned for evaluation. The product disposition was not provided by the site. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) (B)(6) 2018. It was reported that on an unspecified date, the patient had a ventricular fibrillation arrest in the bathroom and was resuscitated. The patient was then taken for an implantable cardioverter defibrillator (ICD). After that time, the patient expired on (B)(6) 2018 with suspected device thrombosis. The manufacturer's technical service representative reviewed the submitted log file and observed an intentional pump stop on (B)(6) 2018 at 17:54:43. At 17:54:46 the pump was restarted and return to operating at a new set speed of 6200 rpm. There were no other unusual events until (B)(6) 2018 at 11:53:36 when the driveline was disconnected and the pump stopped. No additional information was provided.